Manufacturer narrative:
(B)(4).. Insulin pump passed displacement test and self test. Hardware low level failures confirmed in the insulin pump history due to broken trace keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had hardware low level failure on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the pump error 63 was performed. Customer advised they had multiple hardware low level failure alarms and the issue remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.